Manufacturer narrative:
Report source: foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for low back pain. It was reported that a new controller was delivered, but the device could not be detected, so the device could not be charged. There were no known environmental, external, and patient factors that may have caused the event. Troubleshooting involved a pairing check and battery reset. The issue was not resolved at the time of report. Additional information was received. It was reported that the sales rep called and said, "the stimulator charge is depleted, so the device is undetectable. Even if the device is undetected, charging will be forced to start if the charging is repeated and the value is adjusted to the highest value during the charging attempt." After repeating as told, the stimulator's charge reached 30%, and it was somehow possible to see the status of the stimulator on the controller. The device continued to charge up to 60%, but the device was not detected again. Although it had been repeated many times to get the highest value during the charging attempts, the situation did not change from no device found, and it was not possible to see the status of the stimulator at the controller. This is the same as what happened on (B)(6) before this controller was replaced. The 60% remaining battery charge was definitely the remaining charge of the stimulator, not the controller. The controller was operated together, but it appeared that the device was not detected immediately after unlocking. The controller could not be operated at the same time during the charging attempts because it had already been tried several times. The patient was asked to have the condition of the stimulator checked at the medical institution since the new controller was also causing problems, but she said she wanted to talk to the sales rep before deciding whether to visit the hospital. No health damage was reported. Additional information was received. It was reported that the actions/interventions that were taken to resolve the recharging and device detection issues were checking the pairing and reset of the battery. The recharging and device detection issues have not been resolved. The sales rep operated the controller together with the patient, but the device was not detected immediately after unlocking it. According to the patient, the device had already been tested several times, so the device could not be used together during the charging trial. A problem with the new controller occurred, so the sales rep requested the patient to have the stimulator status checked at medical institution. Additional information was received. It was reported that afterwards, the patient did not obtain the medical consultation at the hospital and no particular contact was received from the patient. So, additional information has not been obtained.